Manufacturer narrative:
Batch review performed on 02 july 2021: lot 2100158: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 27-01-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event.

Event description:
3 days after the primary surgery the surgeon noticed on the x-rays that the cup mobilized. The surgeon revised the cup.